Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date of event is unknown. The date entered is per customer report of "at the beginning of march." All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported they had not yet received their replacement adc freestyle libre sensor. The replacement was due issue when applying the previous sensor, described as "when applying sensor the needle came out through the sensor". At the beginning of march, as a result of the customer not being able to monitor their blood glucose, the customer experienced unspecified hypoglycemic symptoms and lost consciousness for 20 minutes. The customer regained consciousness was able to provide unknown self-treatment. No further information was reported. There was no report of death or permanent injury associated with this event.